Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient did not do a manual exchange and daytime manual exchange setting was entered as no. 4379 ml was drained out of the patient at the end of the call and more was draining. The patient also experienced a scale reading error during treatment. The patient was overfilled with near 5000 ml during fill 1 of the treatment. This fill volume is greater than 180% the patient's prescribed fill volume of 2700 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the rear panel was pushed inward on the right side, rear corner and the heater tray was making contact with the top cover cabinet in the area. On the top cover, the serial number sticker printing was faded. There were no visual indication of particulates within the cassette compartment. During the treatment setup, a remove heater bag from heater tray warning occurred. A check in diagnostics showed that the unloaded scale value was incorrect at 22 grams. After taring, a simulated therapy was initiated and completed on the cycler without complication. The resulting treatment data sheet reflects the programmed treatment settings. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The go/ no go gauge check failed due to the heater tray making contact with the top cover cabinet, right-side corner with the rear panel pushed inward. The internal inspection showed that the right side of the rear panel was pushed inward past the rear panel support block. There were no other visual discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient did not do a manual exchange and daytime manual exchange setting was entered as no. 4379 ml was drained out of the patient at the end of the call and more was draining. The patient also experienced a scale reading error during treatment. The patient was overfilled with greater than 4379ml during fill 1 of the treatment. This fill volume is greater than 162% the patient's prescribed fill volume of 2700 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. Additional information was requested, however it was not available.